Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: two (2) devices were received for evaluation. A visual inspection was performed, and a crack in the microbore winged female luer lock adapter was observed in both samples. A clear passage test was performed, and the results did not fail. A pressure test was performed, and a leak through the piece was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink system t-connector extension sets leaked at the syringe connection side. There was a hole in the tubing/connection. This was observed upon injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.